Manufacturer narrative:
Date of event: unknown, not provided. Best estimate is between december 19, 2018 to february 26, 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to dysphotopsia (halos/glare). The lens was replaced with a model zcb00, 18.5 diopter lens. Patient was doing well post-op. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/8/2019. Device returned to manufacturer? Yes. Device evaluation: a visual inspection of the returned device shows the lens was returned in one piece with traces of ophthalmic viscosurgical device (ovd) present. The lens was cleaned with purified water and dried with compressed air to ease inspection. A cut through the optic was also observed, made most probably to aid in explant. Due to the condition of the return, further analysis is not possible. The complaint event is not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.